Event description:
The customer reported via phone call that their buttons were unresponsive and hard to press. The customer also reported a button error alarm occurring. Customer also reported battery issues. Customer received a battery out limit alarm, weak battery alarm and a failed battery test alarm. Customer's blood glucose was 109 mg/dl. The customer could not recall any significant events leading to the alarm. The customer also reported the batteries were left out of the insulin pump for a greater duration than allowed. It was also found the customer did not receive a failed battery test alarm at the end of troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.